Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the screws planned for l3, l4, and l5 on the patient's right side were misplaced medially by approximately 3-5mm, and on the left side, they were misplaced laterally by approximately 3-5mm. During the merge verification, a slight shift was observed in the sagittal view, although the pedicles were correctly located. The misplacement was most noticeable in the a/p view. The patient was re-registered, and a new screw trajectory was created, resolving the issue without further complications. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
H3, h6: no parts available for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.